Manufacturer narrative:
H.6. Investigation: five photos and twenty-eight 10ml syringes were received and evaluated. It was observed twenty-four syringes were in fully sealed blister packs confirmed to be from batch 9170908 (p/n 302995). Four of the syringes were loose and there were three opened and empty blister packs from the same batch and part number. Thirteen of the syringes appeared to have varying degrees of missing print. Six syringes were completely blank, one had small ink dots the length of the scale, two had half of the grad scale, one had five scale markings with no grad lines, one had all the scale markings with no grad lines, one had a distorted grad scale with faded and missing markings, one had the full grad scale with all the markings except the "ml" and part of an additional scale skewed across. The thirteen syringes with missing scale were rejectable per product specification. Machine logs indicate there were issues with printing components during the manufacture of this batch. Potential root cause for the missing print defect is associated with equipment failure. The component that engages the marker assembly was malfunctioning. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text

Event description:
It was reported that bd syringe luer-lok¿ tip had scale marking issues. This occurred on 10 occasions before use. The following information was provided by the initial reporter: material no. 302995, batch no. 9170908 and unknown it was reported that 10 ml syringes are missing graduations, printed on crooked, and double printed. Per email: I'm not sure if you are aware or not but we have come across some defective 10ml bd syringes. They are missing the graduations or they are printed on crooked or double printed. We have found about 10 in the last couple days. I asked the techs to save the wrappers when they find the bad ones and so far we have 2 from the same lot. I think that they may have a sub lot which that is different. I am keeping the bad ones in my office currently.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9170908. Medical device expiration date: 2024-05-31. Device manufacture date: 2019-06-19. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip had scale marking issues. This occurred on 10 occasions before use. The following information was provided by the initial reporter: material no. 302995, batch no. 9170908 and unknown. It was reported that 10 ml syringes are missing graduations, printed on crooked, and double printed. Per email: I'm not sure if you are aware or not but we have come across some defective 10ml bd syringes. They are missing the graduations or they are printed on crooked or double printed. We have found about 10 in the last couple days. I asked the techs to save the wrappers when they find the bad ones and so far we have 2 from the same lot. I think that they may have a sub lot which that is different. I am keeping the bad ones in my office currently.